Event description:
It was reported by sales rep, that the part became so hot during the procedure, that the suction tubing collapsed under the heat. This was the first use of the device. The account had another device on hand and was able to complete the procedure. As of now, it appears that the pt did not suffer any injuries do to this failure, however, the customer says that he would like to keep the defective part for a while, until he is certain that there are no repercussions.

Manufacturer narrative:
Unit was found to have a leak between the ceramic and outer lumen. Eval of the raw materials used in the production of these units revealed they were built with outer lumens, with a larger inner diameter. The gap observed during the time the deviated outer lumens were used in production, is significantly larger than the gap observed with the "normal" outer lumens / ceramic stack-up. These units have the potential for leaks between the ceramic tip and the outer lumen due to the gap. This leak would allow water to ingress into the handle where the electrical components are, causing a short circuit which in turn, may cause the units to continue operating (won't turn off) or cause the units to heat up. All units with the potential to have the oversized lumens have been recalled.